Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (adjust belt messages) has been confirmed upon investigation the belt intermittently failed testing. The root cause for the failure was inside c&d cable, bare wire was pushing against brown, blue and violet wires. The root cause for the open wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.